Event description:
Reporter alleged when customer went to a routine doctor appointment where their device read 200 mg/dl; however, when customer went home afterwards his meter read 64 mg/dl back to back with a result of 146 mg/dl when performed within 10 minutes of each other. Reporter stated no other actions were taken and no treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.